Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to confirm the reported issue. The fse checked supply voltage, output of power supply unit, and found ok. Reset the connection of display panel. Then, the fse tested machine on system trainer for more than two hours. Kept machine under observation. The iabp was handed over to the customer in good working conditions.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) units display is flickered. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). No UDI is provided as product was discontinued prior to gudid implementation timeline.